Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the dialysis graft. A 10.0x40,75cm gladiator¿ balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was removed completely from the patient and the procedure was completed with a different device. No patient complications were reported.